Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, fatigue, hormone level abnormal and weight increased had resolved and the bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), vaginal discharge, vaginal infection, urinary tract infection, fatigue, hormonal changes and weight gain. Discrepancy noted in essure insertion date in previous follow-up: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified)- bilateral occlusion.. Pathology test - on (B)(6) 2019: uterus, cervix, and bilateral fallopian tubes: mild chronic cystic cervicitis. Proliferative endometrium. Extensive adenomyosis with focal microabscess. Endometriosis, left fallopian tube. Fibroma, left fallopian tube. Hemorrhagic right fallopian tube. Specimen(s) received: uterus, cervix, and bilateral fallopian tubes clinical data: abnormal uterine bleeding, utero-vaginal prolapse gross description: the right intact fimbriated fallopian tube measures 6.5 cm in length with external diameter ranging from 0.3 cm up to 0.7 cm. The external surface of the fallopian tube is distinctly hemorrhagic and smooth with a small amount of attached pink thin fibromembranous tissue. Exudate is not grossly identified. Sectioning the fallopian tube reveals a 2 cm in length spring-like shaped metallic wire , which is embedded within the lumen of the proximal fallopian tube (interstitium) and a portion of the right cornu of the uterine corpus (the segment of the embedded wire within the right cornu measures 1.2 cm in length). The proximal fallopian tube (interstitium) has a slight rubbery texture with no mass. Sectioning the remainder of the right fallopian tube reveals a pink soft cut surface. The left intact fimbriated fallopian tube measures 6.5 cm in length with external diameter ranging from 0.3 cm to 0.8 cm. The external surface is distinctly hemorrhagic with a small amount of attached pink fibro-membranous tissue. Sectioning the fallopian tube reveals a 2 cm in length springlike shaped metallic wire embedded within the isthmus and interstitium of the fallopian tube. The metallic wire does not involve the cornu of uterine corpus. Sectioning reveals the isthmus to be stenotic with a rubber texture with no mass. Sectioning the remainder of the left fallopian tube reveals a pink soft cut surface. Representative sections are submitted as follows:. Lot number:628433 manufacturing date:2008/11 expiration date:2011/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, fatigue, hormone level abnormal and weight increased had resolved and the bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), vaginal discharge, vaginal infection, urinary tract infection, fatigue, hormonal changes and weight gain. Discrepancy noted in essure insertion date in previous follow-up: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified)- bilateral occlusion. Pathology test - on (B)(6) 2019: uterus, cervix, and bilateral fallopian tubes: mild chronic cystic cervicitis. Proliferative endometrium. Extensive adenomyosis with focal microabscess. Endometriosis, left fallopian tube. Fibroma, left fallopian tube. Hemorrhagic right fallopian tube. Specimen(s) received: uterus, cervix, and bilateral fallopian tubes. Clinical data: abnormal uterine bleeding, utero-vaginal prolapse. Gross description: the right intact fimbriated fallopian tube measures 6.5 cm in length with external diameter ranging from 0.3 cm up to 0.7 cm. The external surface of the fallopian tube is distinctly hemorrhagic and smooth with a small amount of attached pink thin fibromembranous tissue. Exudate is not grossly identified. Sectioning the fallopian tube reveals a 2 cm in length spring-like shaped metallic wire , which is embedded within the lumen of the proximal fallopian tube (interstitium) and a portion of the right cornu of the uterine corpus (the segment of the embedded wire within the right cornu measures 1.2 cm in length). The proximal fallopian tube (interstitium) has a slight rubbery texture with no mass. Sectioning the remainder of the right fallopian tube reveals a pink soft cut surface. The left intact fimbriated fallopian tube measures 6.5 cm in length with external diameter ranging from 0.3 cm to 0.8 cm. The external surface is distinctly hemorrhagic with a small amount of attached pink fibro-membranous tissue. Sectioning the fallopian tube reveals a 2 cm in length springlike shaped metallic wire embedded within the isthmus and interstitium of the fallopian tube. The metallic wire does not involve the cornu of uterine corpus. Sectioning reveals the isthmus to be stenotic with a rubber texture with no mass. Sectioning the remainder of the left fallopian tube reveals a pink soft cut surface. Representative sections are submitted as follows: most recent follow-up information incorporated above includes: on 26-jun-2020: mr received : lot number added, lab data added, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, fatigue, hormone level abnormal and weight increased had resolved and the bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), vaginal discharge, vaginal infection, urinary tract infection, fatigue, hormonal changes and weight gain. Discrepancy noted in essure insertion date in previous follow-up: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), bladder problems, vaginal discharge, vaginal infection, urinary tract infection, fatigue, hormonal changes and weight gain were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.